Event description:
Information received indicates, the bed will go into the trendelenburg position when the hi/low switch is pressed.

Manufacturer narrative:
The technician replaced the foot hi/low limit switch and CT cable to repair the bed.